Manufacturer narrative:
The customer cancelled the service request before any service was performed. Repairs will be performed by in-house biomeds. The customer contact reports no patient information is available. The customer cancelled the service request before any service was performed. Repairs will be performed by in-house biomeds. The customer contact reports no patient information is available.

Event description:
The hospital reported that, the unit would not run on battery power. There was no reported patient injury.